Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular leadless pacemaker (lp) battery longevity showed as unavailable. The session was ended lp was re-interrogated multiple times but the longevity continued to show unavailable. No further intervention was performed. The patient was stable.

Manufacturer narrative:
The reported issue regarding an invalid rv longevity estimate has been confirmed following a review of the system logs and session records. The root cause appears to be invalid timestamp data of the rv implant date, which are all 00¿s. It likely due to a power-on reset (por) event occurring on the day of implantation. As a result, the lp¿s timestamp associated with its exit from shelf mode was not cached into nonvolatile memory, leading to an invalid timestamp. This invalid implant date subsequently caused the longevity estimation to be invalid.